Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange of textured devices due to patient's concern with product. Device remains implanted.

Event description:
Healthcare professional reported, right side rupture. And exchange of textured devices, due to patient's concern with product. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and exchange of textured devices due to patient's concern with product. Healthcare professional later reported "intact". Device has been explanted.